Manufacturer narrative:
It was reported that the patient's system was explanted due to ¿possible infection¿ and migration. A follow up visit with the surgeon showed there was no infection. Reports of migration cannot be confirmed through product analysis testing. Device was inoperable as received, due to low battery. The device hybrid was attached to an external power supply and communicated with all lab utilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's ipg had migrated and protruded. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.